Manufacturer narrative:
Update: h6. The reported event is confirmed based on the analysis of the patient¿s post-operative scans. The investigation concluded that the non-use of the cutting guide during surgery led to inaccurate cutting of the condyle. Since the surgeon was performing a mandible-first procedure, the misplacement of the mandible also caused a discrepancy in the maxilla position, which was corrected using the facial ID plate. No deficiencies were reported regarding the upc plate itself. Based on the investigation, there is no indication of an incorrect working product or any issues related to design, materials, or manufacturing. Therefore, no corrective or preventive actions are deemed necessary at this time. The complaint has been added to the complaint trend.

Event description:
It was reported that the patient was taking back to surgery to reposition the left mandibular component.

Event description:
It was reported that the patient was taking back to surgery to reposition the left mandibular component.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.